Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device has "low power/pressure". The device was not being used during surgery. It is known that there were no patient or user injuries reported. It is unknown that no medical intervention was reported. The date of the event is unknown. There was no additional information provided.